Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the lead's helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.